Event description:
This report is being submitted to provide updates to evaluation coding.

Event description:
It was reported that this pacemaker system exhibited varying pace impedances on both the atrial and ventricular leads. The patient's leads are non-boston scientific products. The right atrial (ra) channel exhibited a lead safety switch (lss) with impedance measurements measuring greater than 2,000 ohms. It was reported that the ra lead had been programmed off. The right ventricular (rv) lead impedances were in the 600's with the highest jump being approximately 1,700 ohms. It was recommended that this patient be brought into the clinic to perform troubleshooting efforts. If no noise was reproduced, boston scientific technical services (ts) stated the system could be programmed to bipolar sense and unipolar pace configuration in the rv and continue to monitor. There were no noise events reported. No adverse patient effects were reported. This device remains implanted.